Event description:
It was reported that during an unknown procedure, the device could not fire at the 1st stroke of 1st firing. Unexpected noise also heard during procedure. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Shrouds; release button additional followup: on what tissue type was the device used? At what location on the tissue? Lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur?1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? Crunch heard during firing which is different as normal. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. The analysis results found that an ec60 device was received in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components; the release button and the shroud retention boss's were noted to be damaged. This is consistent with excessive load applied to the firing trigger in conjunction with the knife not being able to advance; the shaft is retained in the shrouds by the two bosses. The knife can de restrained from advancing by excessive tissue thickness and firing across a clip or other hard object. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).